Manufacturer narrative:
D4: primary unique device identification (UDI) number- (B)(4). E1: telephone number:(B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from italy, edwards received notification of a 52mm evoque procedure. On pod 3, patient experienced a third-degree atrioventricular block. On pod 4, leadless pacemaker was implanted. Patient has recovered.